Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The result was reported to the physician and the patient was sent to the hospital. The patient was tested for troponin at the hospital on a different siemens platform (vista) and the result was negative. The sample was repeated and the results were negative. The initial patient sample was repeated at the customer site on the same advia centaur xp instrument and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00317 on january 2, 2015. On 01/02/2015 additional information: a field service engineer (fse ) was sent to the customer site for system inspection. The fse performed diagnostic tests on the advia centaur xp sn: (B)(4). All the tests were acceptable. The fse did find traces of bleach in the system. It was suspected that the bleach was from the daily cleaning procedure that was just performed. The fse replaced the valves. Additional information was received for the patient sample. The patient sample was collected at 12:06pm and analyzed at 14:48. The patient sample was not respun before the repeat testing (three days later). The cause for the discordant troponin ultra results is unknown. No further issues were observed by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer reviewed the quality control (qc) from 12/16/2014 and there were no qc problems for troponin ultra or any other assay. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."